Event description:
After placement of an enterprise vrd (enc452812/01422147) from m1 to c2 followed by coil embolization via trans-cell technique there was slow blood flow to the middle cerebral artery (mca). Sodium ozagrel was administered by intravenous injection. Blood flow was improved and there were no adverse consequences to the patient. The physician commented that it was thought that the vrd was kinked because it was placed from c1 to c2 with acute angulations. Also, it was thought that the tip of the microcatheter contacted and worsened the kink of the vrd, where the thrombus occurred, and then slow flow occurred. The aneurysm was obliterated after the event. The patient did not have any neurological deficits, and the outcome of the procedure was good. A prowler select plus str microcatheter was used for delivery of the enterprise prior to coiling of the internal carotid-posterior communicating aneurysm. The vessel was not calcified and was moderately tortuous. There is no information available regarding pre or intra procedural antiplatelet therapy, anticoagulation, or measurement of effectiveness. Procedural films are not available.

Manufacturer narrative:
The stent remains implanted and therefore is not available for analysis. Lake region medical reviewed the device history records (DHR) relative to the manufacturing, inspecting and packaging of lot 01422147. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The DHR review for the stent by (B)(4) indicate that the stent shipped meets specified release requirements. Additional DHR review for the parylene coating was done by (B)(4) and records indicate that lots associated with the final assembly lot were processed in accordance with the established process of parylene coating enterprise stents at (B)(4) and were determined acceptable. Thrombotic events are known potential adverse events associated with this type of procedure as outlined in the instructions for use (IFU). It is possible that pharmacological factors contributed to the event; however, it is not known if antiplatelet/anticoagulation was administered and if so, its effectiveness. As reported, it appears that the acute vessel angulation contributed to the kinking of the device and thrombotic event. The IFU outlines that the enterprise vrd is generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. Usage other than the approved labeling may involve risks not described in the labeling. Based on the limited available procedural information no definitive conclusion can be made; however, procedural, patient, vessel, and pharmacological factors may have contributed to the event. There is no indication that the event is related to any device manufacturing issues. Therefore, no corrective actions will be taken at this time.